Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received a precise stent in the left internal carotid artery. As reported by the (B)(4) registry, approximately 24 hours post index procedure, the patient experienced a neurological event of aphasia and was diagnosed with an ischemic stroke. Patient made a partial recovery with minor residual.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
A (B)(6) patient was received a precise stent in the left internal carotid artery as part of the (B)(4) trial. Approximately 24 hours post index procedure the patient experienced aphasia and was diagnosed with an ischemic stroke. The patient made a partial recovery with minor residual without additional treatment. The patients medical history includes hyperlipidemia, abnormal stress test, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization and hypertension. A review of the manufacturing documentation associated with this lot 15482147 presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15482147 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.